Event description:
It was reported that initial surgery was performed with incore lapidus system on (B)(6) 2024. After 3 month from the initial the surgeon found that incore' s screws were fractured at the time of follow up. It is possible that the patient's load control may have been affected, but it cannot be determined.

Manufacturer narrative:
If additional information is received that changes the outcome of the investigation a follow-up report will be filed.